Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-505a-1625: the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits very mild detritus adhesion. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure the ¿excessive fiber life followed by decreased vaporization¿ at 53,631 joules and 09:51 minutes of usage. The procedure was completed using a second fiber. Patient outcome: ¿ok¿. No injury to patient reported.